Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that software was uninstalled and reinsta lled, and calibration was performed. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during servicing, after uninstalling and reinstalling software, there was an image transfer failure and an inaccuracy detected. There was no patient present.